Event description:
It was reported by the customer that on (B)(6) 2010, the fiber cap detached at 90 joules. Also, it was reported that the physician questioned the quality of the tip. The device was not returned for eval.